Manufacturer narrative:
Follow-up #1: date of submission 09/28/2015, device evaluation: the device has been returned and evaluated by product analysis on 09/08/2015 with the following findings: during investigation, it was observed that there was a battery compartment crack above and below the bumper pad. It was noted that the battery compartment threads were stripped and the battery cap gets stuck on the pump. A new test cap was attached to the pump and it was used for testing. It was observed that the battery cap threads were stripping. Unrelated to the original complaint, it was observed that when the pump was powered on, the display appeared to be discolored.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during investigation, a visual inspection of the pump showed that the battery compartment had multiple cracks. The battery compartment threads and the returned battery cap threads were found to be stripped. The battery cap became stuck on the pump. Unrelated to the complaint, investigation revealed that the display was discolored.

Event description:
Issue. It was reported that the battery cap was not able to be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.